Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown mom cup, lot #: unknown. Item number: unknown, item name: unknown mom head, lot #: unknown. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08551, 0001825034-2018-08550. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient required a mass removal approximately 2 years post-implantation. Subsequently, patient was revised approximately 3 years post-implantation due to pain. Attempts have been made and no additional information is available.